Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient's right atrial (ra) lead dislodged into the right ventricle, causing inappropriate therapy. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.